Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump's usb port was damaged and the pump battery intermittently could not be charged. There was no reported adverse impact. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
H3: remove reason for non-eval, h10 remove: the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.